Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue was confirmed. However, the lm could not specify the cause of the foreign material remained in the device since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. Additionally, -it was confirmed that the foreign material residue points were not deformed. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif-xz1200 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-xz1200 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the videoscope 's forceps channel was clogged (foreign material). There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.